Manufacturer narrative:
The reported event of the helix retracting by itself was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead revealed the helix was extended and clogged with blood. X-ray examination did not reveal any anomalies on the lead. After cleaning, the helix was able to be retracted and extended when torque was applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead rotated back by itself. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.